Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side ¿chronic pain¿, ¿hardened breasts (baker's contracture 4)", "strong pain and continuous in breast¿, ¿hypersensitivity to touch¿, ¿edema¿, ¿difficult in raise the arm¿, ¿lift weight and perform physical activities", and ¿already feel pain that got worst till the actual date¿. Device remains implanted.